Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) over 600 mg/dl with extreme thirst and symptoms of dehydration (dizzy, lightheaded) associated with an alleged inaccurate delivery. Reportedly, the patient remained on the pump and it could not be determined whether or not the patient received any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient noticed that their bg has been high since they started using their new pump. Their bg level was in the 600 mg/dl range and they corrected with 12.25 units of insulin via pump and their bg came down to 300 mg/dl and they corrected their bg again with 6.35 units via pump. During troubleshooting with customer technical support (cts), it was revealed that the didn¿t program all of their basal rates and will call back after checking with their healthcare provider. Troubleshooting with customer technical support (cts) could not be completed because the patient was not available to continue therefore the inaccurate delivery allegation could not be confirmed. This complaint is being reported based on the allegation that the patient experienced hyperglycemia and the pump could not be ruled out as a contributing factor.